Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the patient line. Customer loaded a new cartridge to address the issue. Customer reported an elevated blood glucose between 280 and 300 mg/dl which was addressed with a correction bolus.